Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's posterior capsule was observed to be broken during post-operative examination. The light adjustable lens (lal) was decentered as a result.